Manufacturer narrative:
The device was returned to greatbatch for evaluation. The device had teeth that were nicked or dull and there were scratches on the device and the etchings were fading. The reported event is confirmed, however, the reported event also stated the device could not be sharpened. The reamer is not meant to be sharpened. Greatbatch instructions for use state that devices with dull cutting edges are to be discarded and greatbatch instruments are not to be modified. A process review did not reveal any discrepancies. The malfunctions observed are attributed to wear. This device had exceeded its expected useful life. No further investigation is required.

Manufacturer narrative:
The device has been returned to greatbatch for evaluation. The device evaluation is anticipated, but not yet begun. Once the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Report source is from the distributor, (B)(4).

Event description:
It was reported during an unknown procedure the reamer is dull and cannot be sharpened. No surgical delay occurred and no adverse events were reported as a result of this malfunction.